Manufacturer narrative:
Correction to initial MDR: UDI=(B)(4). The explanted lead was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation for the lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient underwent a lead replacement procedure due to high impedances. The patient had been experiencing ineffective therapy. The patient was doing well post-operatively.

Event description:
A report was received that the patient underwent a lead replacement procedure due to high impedances. The patient had been experiencing ineffective therapy. The patient was doing well post-operatively.